Event description:
Customer called to report high bgs. It was stated that they started having high bgs. The infusion sets were changed. Additionally, they noticed that the driver arm in the back of the plunger was loose and was not staying down. Device was not dropped, bumped, or exposed to moisture. Customer reverted to manual injections.